Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the hepatic artery using a lantern delivery microcatheter (lantern). During the procedure, the lantern broke right at the hub of the catheter as the contrast was injected and leaking occurred out of the hub. The procedure was successfully completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was fractured approximately 35.0 cm from the hub. Contrast was within the hub and within the proximal fractured portion of the lantern. The device was ovalized approximately 130.5 and 132.5 cm from the hub. The strain relief was unraveled, and no fracture was observed. Conclusions: evaluation of the returned lantern revealed a fracture on its proximal shaft. The location of the fracture was not at the hub as mentioned in the complaint. If the device is forcefully manipulated against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Further evaluation revealed ovalizations on the distal shaft. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.